Event description:
It was reported by service report that the front casters have been sheared off of the cot which could affect stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.